Event description:
It was reported that a user experienced signal loss between a dexcom g7 sensor and the ilet, leading to an alert to replace the sensor; the representative guided the user to toggle settings from g6 to g7, use a magnet over the sensor, re-pair the sensor, and complete the pairing process, after which the sensor began warm-up, consistent with an intermittent communication failure involving the antenna/electrical-magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet associated with intermittent communication failure and the device antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.